Event description:
To treat a mildly calcified, mildly tortuous lesion with 75% stenosis located right ventricular branch (rvb). It was confirmed that no part of the device remained in the patient.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Received for analysis was one 6fr taiga guide catheter. A non-medtronic syringe was also received. The curve in the catheter had deformed and lost its shape. The outer jacket on the curve was torn and the wire braid was exposed. A 0.035inch guidewire was advanced through the device with no issues noted. It was not possible to load the catheter through a 6fr introducer sheath, the distal end was catching on the distal end of the sheath due to bunching of the guide catheter. The ID of the catheter and the shaft od measurements were within specification. No damage was noted to the distal tip. No detachment was noted to the device. No damage was noted to the remainder of the device. Correction: adverse event and product problem selected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b1. No serious adverse event reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 6 french taiga catheter to treat a lesion located in the right coronary artery (rca). The device was removed from packaging and prepped per IFU with no issues noted. The device was inspected with no issues noted. The device was not excessively torqued. Resistance was encountered when inserting and advancing the device and excessive force was used during insertion/delivery. It was reported that resistance was encountered when passing through the non-medtronic introducer, but the introducer was passed. It was stated that an attempt was made to engage the guiding catheter into the right coronary artery, however a spasm occurred, so the procedure was temporarily stopped. When trying to remove the guiding catheter out of the body, resistance was felt again in the introducer. When the device was pulled out while feeling resistance, a part of the exterior of the device was peeled off. A non-medtronic catheter was then attempted to be used and resistance was met in the introducer again, the guiding catheter could not be engaged to the right coronary artery, and treatment of the right coronary artery was abandoned. There was no patient injury reported.

Manufacturer narrative:
Additional information: the lesion was a mildly calcified, mildly tortuous lesion with 75% stenosis located in the right coronary artery (rca) - right ventricular branch (rvb). When the device was pulled out while feeling resistance, a part of the exterior of the device around the secondary curve was damaged and peeled off. It was confirmed that no part of the device remained in the patient. Correction: facility address details added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.